Manufacturer narrative:
A root cause investigation was performed, and allegations reported by the customer were deemed to be false. Part number 8530-51 was not labeled at the same time as part number 8530-52. All manufacturing documents showed that part number 8530-52, lot 135550 was processed correctly. The findings of the investigation support the possibility that the customer having ordered the two parts in question, may have opened the package of part number 8530-52 without breaking the seal and placed the cap for part number 8530-51 on the vial of part number 8530-52. There were no issues identified in the manufacturing process. Review of the job traveler indicated that part number 8530-52 lot 135550 was labeled on 2/20/19. No job for part number 8530-51 was labeled around this date. The closest date for labeling of part number 8530-51 occurred on 04/16/2019. Based on this investigation, it was determined that the product met its specifications upon release and did not malfunction. As a result, the event was classified as not reportable and no further corrective actions were taken. This complaint has since been re-evaluated and is being filed late out of an abundance of caution.

Event description:
Per complaint (B)(4), it was noticed in the european distribution center that a customer returned product for credit [part 8530-52, lot 13550] had a cap label that did not match the vial label. The cap label returned was for part number 8530-51.